Event description:
Device malfunction: balloon rupture at 15 atm. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure of an anastomosis shunt, the fox sv catheter was advanced to the moderately tortuous, concentric 99% restenosed lesion and inflated. The balloon ruptured at 15 atm. The rated burst pressure is 18 atm. The device was removed without incident and the procedure was completed with a non-abbott balloon catheter. There was no reported patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.